Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze a cause for the reported leak/splash and air/gas in the device resulting in air embolism cannot be determined. Air embolism is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During removal of clip delivery system(cds), air was observed in steerable guide catheter (sgc) along with air embolism in anatomy. Aspiration was performed for removal of air. Troubleshooting resolved the issue. Second mitraclip was successfully deployed. The mr was reduced to grade <1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During removal of clip delivery system(cds), air was observed in steerable guide catheter (sgc) along with air embolism in anatomy. Aspiration was performed for removal of air. Troubleshooting resolved the issue. Second mitraclip was successfully deployed. The mr was reduced to grade <1 post procedure. There was no clinically significant delay.